Event description:
The pump was implanted on (B) (6) 2010; the dosage was set to 0.3 mg of dilaudid. On (B) (6) 2010, the dosage was increased to 0.7 mg of dilaudid. The pt was found deceased the next day. The hcp was unsure if the death was related to the implanted pump system; nothing was determined as of the date of the report. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).